Manufacturer narrative:
Evaluation of the returned device found physical damages to the sensor receptacle and the enclosure screws were undone causing a gap between top and bottom enclosures. The unit did not sound when nothing was connected due to crossed sensor pins inside the sensor receptacle. The root cause of the intersected/crossed pins is unknown, since this is not easy to move without maneuvering from its original location, but it is the cause of having no sound when nothing was connected to the unit. Additionally, the visual findings revealed all enclosure screws are undone indicating that the unit may have been opened. It is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported when the magnet is detached from the alarm there is no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.